Event description:
It was reported that the external pulse generator (epg) had broken output connectors. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, both output connectors were broken. It was also noted that the lower case was contaminated in multiple locations, the keypad was contaminated with adhesive, the lock button was collapsed, both output connector nuts were contaminated, all six case screws were contaminated, the main seal was contaminated, the output connectors wires were routed incorrectly, and the white wire was pinched in case halves but not compromised. All found defective parts were replaced and all other identified issues were resolved. If information is provided in the future, a supplemental report will be issued.